Manufacturer narrative:
There was no allegation of a product malfunction. As such, no product is expected to be returned for investigation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, after the surgeon dropped the bladder and opened the endopelvic fascia in a anterior approach, the surgeon could not recognize the prostate. The surgeon stated it was almost as if the patient didn¿t have one and that the patient has been under prostatic cancer treatment that reduces the prostate volume, due to this the surgeon made the decision to change the treatment method and send the patient to radiation. The surgeon advised the patient's family who decided to send the patient to radiation therapy. The procedure was aborted post anesthesia and port placement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: no system or device malfunction occurred prior to the surgeon making the decision to abort the procedure. The procedure was aborted after approximately 40 minutes into the procedure solely due to patient anatomy. No post-surgical complications were reported.